Event description:
The urologist inserted the ureteral catheter and it broke in the pt. Abdominal x-ray revealed two pieces in pt, which were removed by ureterotomy. Second abdominal x-ray revealed pieces removed. Also matched catheter measurements to initial x-ray. Surgeon satisfied catheter completely removed. No adverse pt outcome, no expiration date on catheter package. Lot number indicates catheter manufactured in 1970s.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: end of life - expected. Conclusion: other. Certainty of device as cause of or contributor to event: no. Corrective actions: device use continued with restrictions/limitations, other. Invalid data - on device destroyed/disposed of status.